Event description:
Olympus (obl) was informed that a customer evis exera iii gastrointestinal videoscope was returned to the local repair center for a reported "leakage" during an unspecified event. However, during the repair the service technician found a foreign material exited the channel. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The evaluation found a foreign material exited the channel. Additionally, the insertion tube was wrinkled, the distal tip glue is irregular, faceted light guide lenses, push buttons# 1 is leaking, keyswitches button#1 is damaged. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The clinical engineer at the user facility further reported the event occurred during leak testing/reprocessing. The service inspection confirmed foreign material was stuck in the channel. The clinical engineer confirmed there was no patient harm or injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Based on the investigation results, the cause was presumed as below: pre-cleaning was not performed immediately after procedure, which caused the foreign material difficult to remove. Water flow was not enough at pre-cleaning and/or manual cleaning, which caused the material difficult to remove. The facility staff was less trained in device handling, usual reprocessing and/or reprocessing before returning the device for repair in accordance with the instructions for use (IFU). The IFU (reprocessing manual) says the following pertaining to pre-cleaning to be taken immediately after procedure : ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ the IFU details brushing and reprocessing methods for channels: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.